Manufacturer narrative:
Due to additional information received, this report is being submitter for the updates on the initial MDR in block describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use. During the procedure, the physician mentioned that they were unable to aspirate fluid through the device after 1 hour of use inside the patient. The sheath was then removed and replaced; procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed). It has been further mentioned that no other devices where inside the sheath when the issue was noted. No damage was noted on the device when it was removed. However, a piece of tissue was found on the tip of the catheter.

Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use. During the procedure, the physician mentioned that they were unable to aspirate fluid through the device after 1 hour of use inside the patient. The sheath was then removed and replaced; procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.